Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and had an unresponsive keypad. The customer attempted to clear the alarm by replacing the battery, but she was unable to do so. The customer's blood glucose was 153 mg/dl. She stated that all buttons had stopped working except the up arrow key. The customer did not observe any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The device had cracked case at display window corner, cracked battery tube threads, minor scratches on the display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.